Event description:
The pt underwent a sling procedure in 2005. Post operatively, the pt has developed multiple urinary tract infections. The pt developed a urinary tract infection (uti) in 2005, and was treated with noroxine, twice a day from that day to 1 week later. Two mos later, the pt developed a uti and was treated with monuril, 1 packet dose. The uti resolved on the 6th day. The pt developed a uti 2 days later and was treated with noroxine, twice a day from same day to a week later. Seven mos later, the pt presented with a uti and was treated with a one packet dose of monuril a week later.